Event description:
Following a intravascular procedure with stent placement an angio-seal device was placed in a pt's groin. On an undisclosed date the pt presented with no pulse in the leg. An arterial duplex of the area revealed thrombus of the iliac artery resulting in surgical invervention. As of 3/15/1999 there has been no further report of the MFR of complication or additional pt sequelae.